Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: thirsty and dizzy. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 10-oct-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated that he has a scheduled follow-up appointment with his doctor the following day. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message. Customer stated that he obtained the true metrix meter 8 days prior and that he has not been able to obtain a blood glucose test result due to the error message. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/28/2024 and test strips were opened 8 days prior to call. The customer had a second vial of test strips, same lot number, opened (B)(6) 2022. During the call, a back to back blood test was performed by the customer using both vials of test strips and both vials produced e-2 error using the true metrix meter. At the time of the call the customer reported feeling dizzy and thirsty. Customer stated that due to the symptoms he had gone to see his doctor that day. The doctor had attempted to test the customer's blood glucose using the true metrix meter and had obtained the e-3 error several times. The doctor had then used their meter to test the customer's blood glucose and had obtained a result of 287 mg/dl am fasting; the diagnosis was high blood sugar. Doctor had advised the customer to take his metformin 800 mg once a day (same as prior to visit) and to contact manufacturer for replacement.

Manufacturer narrative:
Sections with additional information as of 28-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).